Event description:
Customer reported the insulin pump was not working. Customer stated when she woke up the device was off so she changed the battery. The device would not come back on and when it did it alarmed battery out limit and was unable to clear the alarm. Customer stated the act button was not responding. Customer's blood glucose was 200 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump alarmed failed battery test due to faulty battery tube. Insulin pump functioned properly after unplugging and plugging the battery tube connector into interface board. Unable to verify battery out limit or low battery alarms due to failed battery test. Insulin pump had button and keypads functioning properly. Insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.